Manufacturer narrative:
High blood glucose issue- no failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, customer stated they experienced elevated blood glucose levels. Reportedly, customer believes the pump is not delivering insulin. Pump system check was performed and the pump was functioning as intended. Customer stabilize blood glucose level with manual injections. It was indicated that the customer has back up manual injections for continued insulin therapy.